Event description:
The reporter indicated that pacing failure was observed approximately 6 months after the implant, and "high ohms" was displayed on the programmer's screen when receiving telemtry. Both the pacer and leads were replaced with a new system due to a suspected fracture.